Manufacturer narrative:
A steris service technician arrived on-site, inspected the unit, and identified a damaged wye valve which was causing the leak. The function of the wye valve is to connect the user facility's water supply to the unit's water supply hose. The wye valve was disposed of and further evaluation of the part was unable to be performed. The technician connected the system 1e processor's water supply hose directly to the facility's water supply, tested the unit, and confirmed it to be operating according to specification. A review of complaint records was performed and it was concluded that this was an isolated incident.

Event description:
The user facility reported their system 1e processor was leaking water. No injury, procedure delay, or cancellation was reported.